Event description:
The hosp reported that during the coronary artery bypass procedure,the heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon removed the seal from the aorta and while trying to re-load it the seal cracked. He used a second seal but the device did not seal the aortotomy. The procedure was completed with a side biter clamp. No other pt complications were reported. This report is for the first seal that did not deploy and then cracked and a subsequent seal was used to attempt completion of the procedure.